Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6)2024 that the patient admitted to the hospital due to dka. The blood glucose level was at 237mg/dl and to treat it IV insuline drip and manual injection were given to the patient. Patient showed symptoms like vomiting. The trace ketones were also tested positive. No further information available

Manufacturer narrative:
Patient city - (B)(6) since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.